Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported than an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, load a new cartridge, and resume insulin therapy with current pump. Customers blood glucose level was 110 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified.